Event description:
During an lavh procedure, the flare detached from the cutting forceps and fell into the pt. The flare was recovered with no pt harm. The procedure was completed with another like device and with no further incidents.

Manufacturer narrative:
The device is not being returned by the customer for eval. Photographs taken by the customer indicate that the flare has become detached and is shown to be recovered. The insulation on the electrodes is also cut due to the jaws being retracted into the shaft without a flare in place.